Manufacturer narrative:
Continuation of medical devices: 801 lead unknown implant date product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the change out of the implantable pulse generator (ipg), the setscrew was unable to be turned and therefore the lead was cut and capped and the lead remained in the header of the device. A new system was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.